Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found thet the left gimbal was not working. No field logs are available for the reported event date. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. After installing on sftp and running the fitness test, the unit failed for gravity balance test post sine cycle - sh (max_imbalance) and el (min_maargin and max_imbalance) but passed after running calibrations. The unit failed during regular 1hr sine cycle. The following errors were observed: 32097, 25730, 32125, 25732, 32126, 23008, 32133, 25732 and 307.

Event description:
It was reported that the customer experienced the left gimbal not working. The customer reported event has no report of patient injury.